Event description:
Reporter alleged the blood glucose monitoring device base unit had melted and burned at the connectors. Reporter stated the device is cleaned with alcohol wipes. Reporter indicated there no injury due to the incident. A request was made for the return of the suspect device and replacement product was sent.